Manufacturer narrative:
A replacement glidescope core smart cable was sent to the customer and the reported smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope core smart cable and confirmed the reported issues. When connecting the customer's glidescope core smart cable to a known, good, test monitor and video baton, the smart cable would produce a grainy green image. When the test video baton was manipulated while connected to the customer's smart cable, the image would disappear. The camera image quality test was performed and failed for the customer's smart cable. Upon completion of the evaluation the customer's glidescope core smart cable was scrapped as it already had been replaced, and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image would either pixilate, go in-and-out, or produce no image. The customer stated the connection between the cable and the single-use blade utilized did not seem secure. The procedure was completed using an unknown manufacturer device, which was made available in an unspecified amount of time. No harm to the patient or user was reported.